Event description:
Same event as manufacturer's report #: 6000093-2007-00801. It is reported that during an unk procedure, the shaft of a liberte monorail coronary stent delivery sys broke, and a second stent was found damaged. The 5% stenotic lesion being treated was located in the circumflex (cx). The lesion was predilated with an unk 20mm balloon, inflations and atms were unk. While advancing the liberte monorail coronary stent delivery sys, the shaft "broke very cleanly inside the guide catheter". There was no difficulty noted while advancing the delivery sys to the lesion. While comparing the broken device with second unused device on the preparation table, he noticed that one of the struts on the second liberte monorail coronary stent was flaring upwards. This device was never in contact with the pt. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as "excellent".

Manufacturer narrative:
The device has not been rec'd for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.